Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: found during evaluation at bd service facility: the sensors bottom housing is broken at two screw holes, causing the housings to separate. The usb cable is pulling out of the sensor housing, causing wires to be exposed. The usb cable is discolored. These issues are due to use of the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was found during evaluation at a service facility: the sensors bottom housing is broken at two screw holes, causing the housings to separate. The usb cable is pulling out of the sensor housing, causing wires to be exposed. The usb cable is discolored. These issues are due to use of the device.